Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please explain what is meant by cartridge slipped. Was there tissue movement or cartridge movement? Please describe the staple formation. Was the patient¿s post-operative care altered in any way due to the difficulties with stapler? What is the current patient status?

Event description:
It was reported that when making the last shot during a bariatric procedure with a powered echelon flex stapler, the surgeon felt that the cartridge, at the time of stapling, slipped, presenting a line that was not uniform and presented loose staples. This did not present adequate hemostasis and bled in the staple line. At that same time, another cartridge was delivered to the doctor to make another shot in the appropriate area. The patient has not presented complications until this moment after almost 17 hours that have elapsed since the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/23/2020. D4: batch # t5e91t. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/2/2020. H1: MDR decision: malfunction. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable serious injury and is being considered a malfunction. Additional information was requested, and the following was obtained: was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? There were no consequences or subsequent adverse events for the patient after discharge outside the hospital. One video received. The video shows a device with a gold cartridge loaded fully fired. At the 00:05 mark the device is removed, staple line and cut line appear to be as expected. At the 00:19 mark the device was introducing with gold cartridge loaded. At the 00:52 mark the device is placed between tissue. At the 2:00 mark the device was fired and removed. At 2:06 mark the body of a staple was observed; however, due to bleeding on staples line proper/improper form of staples cannot be determined and bleeding was noted. At the 2:33 mark the device was introducing with gold reload loaded. At the 2:51 mark the device is placed between tissue follow staple line. At the 3:08 mark the device was fired and removed. At the 3:27 mark a needle/suture was introducing. At the 3:32 mark suturing the staple line. During the video tissue movement was noticed during firing and at last shot, a large amount of tissue was placed in jaws. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.